Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29mar2016. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) with chest pain. Wound swab showed bacteria. The patient's driveline had a bacterial infection (dermabacter hominis). Antibiotics were administered. Patient can be discharged home.